Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an implant procedure the patient developed an infection at the pocket site. It was mentioned that the patient was at the hospital. The patient underwent an explant procedure.